Event description:
The distributor reported on behalf of their customer that the 00505229100, large bone hall blade, reciprocator, 12.5 x 76 x 1.27 mm was being used during a total knee arthroplasty procedure on (B)(6) 2025, when it was reported ¿it was reported that the reciprocating blade broke during use. The blade was discarded by the hospital because it had been used on an infectious disease patient. Further assessment questioning found that that the device did fragment and was removed with a forceps-like instrument. The procedure was completed without the use of an alternate device and there was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the (B)(6), large bone hall blade, reciprocator, 12.5 x 76 x 1.27 mm was being used during a total knee arthroplasty procedure on (B)(6) 2025 when it was reported ¿it was reported that the reciprocating blade broke during use. The blade was discarded by the hospital because it had been used on an infectious disease patient. Further assessment questioning found that the device did fragment and was removed with a forceps-like instrument. The procedure was completed without the use of an alternate device and there was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. Do not use burs for plunge cutting. Injury or damage may occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Avoid contact of blades and burs with cutting blocks, retractors or other instrumentation. Damage to blade, bur or instrumentation may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.